Event description:
A patient in a study underwent a da vinci assisted sacrocolpopexy with benign hysterectomy. The procedure was completed without any intraoperative complications or da vinci device malfunctions and the patient was discharged three days later. One month after discharge the patient was re-admitted to the hospital for a diagnosis of a urinary tract infection (uti) and coprostasis which was treated with an unspecified antibiotic and a laxative. The event was reported as resolved six days after admission and the patient was discharged. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii, probably related to the patient's underlying disease status, possibly related to the study procedure, not related to the da vinci investigational device, and not related to a third-party device. Prior health conditions that may be relevant to this incident are coprostasis and mixed urinary incontinence.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. An intuitive surgical, inc. (Isi) medical safety officer completed the sponsor assessment with the following information: "this patient post operative complications of a uti and coprostasis. There is no evidence to suggest either of these complications were device related. The cause of these complications are usually multifactorial and may, in some instances, be related to the procedure. Therefore, these complications are possibly related to the study procedure." Relationship to study device: not related. Relationship to study procedure: possibly related. Additional patient information: height 164cm., body mass index (bmi) 28.6 kg/m2.